Event description:
Clinic notes indicated that a patient's device had high impedance. The patient was referred for surgery. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The physician reported that the high impedance present on the patient's device was confirmed via system diagnostic test. No additional relevant information has been received to date. No surgical intervention has occurred to date.